Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing process error and false and defective production. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that the battery charger device was not working. During an in-house engineering evaluation, it was observed that the device had malfunctioned electrical component (opto-coupler) which led to the reported failure. The event was reported to have not occurred during surgery. There was no patient involvement. There were no delays in the surgical procedure. It ws not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.